Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7352875. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported while using walgreens super thin ii syringes short needle the expiration date was missing. There was no report of patient impact. The following information was provided by the initial reporter: pharmacist called to inquire about expiration date on syringes. There is no expiration date on the box.

Manufacturer narrative:
Date of event: date of event is unknown. Awareness date has been used for this field. Address information was not able to be obtained. Therefore; nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using walgreens super thin ii syringes short needle the expiration date was missing. There was no report of patient impact. The following information was provided by the initial reporter: pharmacist called to inquire about expiration date on syringes. There is no expiration date on the box.